Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the right atrial (ra) lead exhibited a low out of range pacing impedance, less than 200 ohms. Also, there was oversensing of non-physiologic noise on the ra channel, which caused the device to deliver inappropriate atrial tachy response (atr). Technical services (ts) suspected the ra lead was showing signs of degraded function. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the right atrial (ra) lead exhibited a low out of range pacing impedance, less than 200 ohms. Also, there was oversensing of non-physiologic noise on the ra channel, which caused the device to deliver inappropriate atrial tachy response (atr). Technical services (ts) suspected the ra lead was showing signs of degraded function. This crt-d remains in service. No adverse patient effects were reported.additional information received from the field. The patient was scheduled for a new atrial lead implant. It was suspected the ra lead had an insulation failure.additional information was received. This crt-d was explanted and replaced. The non-boston scientific ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.b1, b2, f10, h1, and h6 updated.

Manufacturer narrative:
Additional information added to b5. Section e1 updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the right atrial (ra) lead exhibited a low out of range pacing impedance, less than 200 ohms. Also, there was oversensing of non-physiologic noise on the ra channel, which caused the device to deliver inappropriate atrial tachy response (atr). Technical services (ts) suspected the ra lead was showing signs of degraded function. This crt-d remains in service. No adverse patient effects were reported. Additional information received from the field. The patient was scheduled for a new atrial lead implant. It was suspected the ra lead had an insulation failure.